Event description:
Reporter alleged obtaining the results of 430 mg/dl and 100-199 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
During service by baxter, a technician reported the colleague infusion pump's event history was found to contain a malfunction of an 810:11 failure code caused by an out of calibration ail pcb (air in line printed circuit board) and the ail pcb was recalibrated by service. There is no adverse event, patient injury or medical intervention associated with this report. This event occurred during product evaluation. This is involving a pump with software version 5.09.90 which is categorized as remediated. This device originally came in for recertification. No additional information was available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).